Manufacturer narrative:
(B)(4). Catalog number 062910-002 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On an unspecified date in (B)(6) 2016, patient in (B)(6) was started on duodopa treatment. On 27 aug 2016, wife reported that while patient was trying to get out of the car, the duodopa cassette and the inner tube came out completely. The percutaneous endoscopic gastrostomy (peg) tube was still in place. It was reported that the patient also experienced infection at the stoma site and was on treatment with unspecified antibiotic medication.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.